Event description:
Caller reported a cgm error, specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing a complete pump reset, walking through the reset process, after which the issue was resolved and the caller successfully started a new sensor session.